Event description:
It was reported the programmer does not power on. The programmer was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer would not power up due to the link electronic module (lem) circuit board being out of electrical specification. (B)(4).